Manufacturer narrative:
The insulin pump was received with an unresponsive down arrow button due to a flattened button dome switch. The insulin pump was received with a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. Please see medwatch report # 2032227-2015-06458.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad or buttons. The customer's blood glucose was 121 mg/dl. The customer was advised to replace the insulin pump and agreed to return the device for analysis.